Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) mostly post pace in the past but they are now seeing in vt-ns (ventricular tachycardia non-sustained) episodes and are inquiring how to fix the twos. It was noted that several programming options have been tried. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.